Manufacturer narrative:
Date sent to the FDA: 1/6/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6)2021. Additional information: a2, b7. It was reported that the patient experienced abdominal pain and small bowel obstruction.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿there was a significant amount of bowel stuck to its posterior portion. This was so densely adherent that dissection was very difficult and resulted in multiple enterotomies and ultimately resection, removing two feet of bowel.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.